Event description:
Received report of overdelivery of fluid via transducer administration line. A pressure line was hung to an arterial access at 1700 on 12/26/1997. At 0730 on 12/27/1997, a-line waveform was noted to be flat, and the bag of heparinized fluid (500cc) was noted to be empty. No patient harm was reported.